Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analysis noted that body tissue/fibrotic growth was found this is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness, orthostasis and dizziness when standing suddenly. It was further reported that a microdislodgement, intermittent loss of capture and low sensing numbers were noted on the right atrial (ra) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.